Event description:
Patient pump was alarming occlusion, phaseal cstd (closed-system drug-transfer) was disconnected from PICC (peripherally inserted central catheter) line laying in the bed. Phaseal reconnected and blue securement device attached to phaseal. Moments later pump was alarming occlusion again. Phaseal had disconnected again.